Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, using a pinnacle pfr kit, the physician threw the suture of the arcus tendineous mesh leg through the sacrospinous ligament mesh leg, causing them to twist together. The physician then pulled both mesh legs back out of the ligaments, causing the plastic sheath on one of them to detach. The plastic sheath was removed from the pt. The physician completed the procedure with no complications to the pt by connecting a capio suture to the mesh of the leg which lost the sheath. The pt's condition is reportedly "fine".

Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.